Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone that insulin pump had blank display. Customer reported that blank display did not return and battery cap neither missing nor damaged. Customer¿s blood glucose level was 290 mg/dl. The insulin pump will be returned be for analysis.

Manufacturer narrative:
Insulin pump passed displacement test, self test, off no power test and all operating currents tested within the spec range. Insulin pump was monitored and tested with no blank display noted. Insulin pump received with cracked case near display window corners noted. (B)(4).